Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx sis system on (B)(6) 2009. According to the complainant, the patient experienced an injury, but the specifics are unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx sis system on (B)(6), 2009. According to the complainant, the patient experienced an injury, but the specifics are unknown.attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).